Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture, "minimal non-silicon fluid," and "pulmonary collapse...right upper lobe." The device has been explanted. The event of pulmonary collapse is unrelated to the breast implant. Patient has a history of bilateral mastectomy.